Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that approximately (B)(6) 2017 when the patient went to sync the patient programmer with the implant and turned the implant on it sent ¿electrical shocks¿ to the patient¿s testicles before the device could even be programmed or adjustments could be made. It was noted that it took the patient a minute to move when getting the patient programmer. The implant was confirmed to be on and at 7.3 volts. After discussing decreasing stimulation the patient did not feel anything. This was confirmed to happen when stimulation was increased with the ¿stim up¿ button. It was later reported this happened whenever stimulation was turned on. The patient was feeling a little bit of stimulation at the time of the report. It was noted that the device was not really working well in the last month. The patient was dripping a lot. The patient was not getting 50% or greater symptom relief. The patient was on program p1 and was unable to go any higher than 7.3 volts. The program was changed to p2 at 8.5 volts and the patient did not feel any stimulation. When the patient tried to increase stimulation the stimulator icon was seen. It was verified that there was no lightning bolt on the top left indicating that stimulation was off. Stimulation was turned on and adjusted to 3.1 volts and it was confirmed the patient felt comfortable stimulation in the bicycle seat area, which was the correct area. The patient was redirected to follow up with the healthcare provider. The electrical shocking/uncomfortable stimulation was stated to probably be because stimulation was too high. It was confirmed that sensation was not felt anymore. No further complications were reported or expected.